Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was no longer functioning appropriately. The associated device was reprogrammed to turn off this lead's sensing and pacing capabilities. No adverse patient effects were reported.